Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that the driver tip broke inserting a 2.3mm locking screw. The surgeon was able to remove the driver's tip. The surgery was completed with a replacement driver after a delay (amount of time unknown). No adverse patient consequences were reported. This report is related to report number 3025141-2025-00056 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 607154) was examined visually under magnification. Torsional and oblique fractured patterns were identified at the transition from the shaft to the hex tip. Additionally, the edges of the broken hex tip showed some twist or angling, which indicated the driver tip twisted before fracture. A torsional fractured pattern likely indicated an excessive twisting load about the driver's central axis, while an oblique fractured pattern likely indicated some side loading (bending), away from the driver's central axis, was also applied to the hex tip. The broken driver measured 2.609" long, which indicated the fracture occurred approximately .141" inches from the end of the driver. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance, which can have many contributing factors such as encountering dense bones, inadequate pilot hole depth, and improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.